Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Catalog number- requested, not provided. Lot number: requested, not provided. Expiration date - unknown due to catalog and lot number being unknown. UDI - unknown due to catalog and lot number being unknown. Explanted date: device was not explanted. Phone number - unknown. Establishments address - unknown. Device manufacture date - unknown due to catalog and lot number being unknown. PMA/510(k) - unknown due to catalog and lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production catalog and lot number were not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal device was used on a patient that experienced two communicating aneurysm squirm on the left side. The physician alleged the puncture that was the cause of the aneurysm spurium. A terumo 6f introducer was used in the puncture. The puncture was closed with an angio-seal device. No further treatment was necessary, and the patient was discharged in good condition.